Manufacturer narrative:
In the emergency room pt had a CT scan which showed a nodular mass in the supraglottic area, suggesting possible calcium deposit. There was edema around the mass. This was above the injection site. The pt had no airway problem, but his main trouble was that he couldn't "get anything down." Because he couldn't get anything down, he was admitted to the hosp and put on IV steroids and antibiotics. By (B)(6) 2015, he was swallowing enough so that he could go home. Physician called pt on (B)(6) 2015 and he was doing okay. The device history record could not be conducted as the lot number was not reported.

Event description:
Physician injected pt with prolaryn plus for left vocal cord paralysis on (B)(6) 2015. He injected 0.7 cc to the left vocal cord and the remainder of the syringe to the right vocal cord. Two days later pt went to the emergency room complaining of difficulty swallowing, throat pain, and a low grade fever.